Manufacturer narrative:
(Initial reporter facility name): (B)(6). Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during the ligation of esophageal varices procedure performed on (B)(6) 2022. During the procedure, after the tumor was suctioned; however, the band could not be deployed. When the gastroscope was removed, and when the device was tested, still the band could not be deployed. The device was replaced, and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.